Event description:
(B)(6) / I use an insulin pump and a guardian sensor. I have been having trouble with the sensors. The problem is that you cannot reach medtronic by phone. I spent over seven hours on the phone over three days trying to reach a human being who would talk to me. When I finally did reach someone they were helpful. My complaint is that medtronic does not answer their phones. This is a serious problem. I do not call with run of the mill questions. I can find answers to those online. I call with problems I cannot find answers to on a computer. I need to speak to a human being in a reasonable amount of time. I do not consider even more than one hour to be reasonable. I work. I cannot answer the phone whenever they decide to call back. But I will note that when I use the option to get a call back, I never do. The ceo of this company makes in excess of $22 million a year. They can afford to hire people to answer their phones. The medtronic phone prompts themselves are irksome and extremely rude. I am human. I do not appreciate being treated as if I were not. The devices are complicated and they require at least a modicum of support from the company. This company does not give that support because it is impossible to reach them in a reasonable amount of time.